Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer had treated for their low blood glucose. Customer reported that the sensor had calibration not accepted and change sensor. It was unknown whether the customer using auto mode feature or not. The insulin pump will not be returned for analysis.